Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had stripped battery cap at coin slot area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported the buttons on the insulin pump were not responding. Customer's mother stated the grove part of the battery was not working and when customer attempts to enter carbohydrates and hits the buttons it take a min or two for them to respond. Customer's mother does not recall customer's blood glucose level. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.